Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 13-sep-2022, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a discrepant result of 0.17 ng/ml on a 39 year old male patient. There was no patient information at the time of this report. Return product is available for investigation. Method date collected tested ctni sample. I-stat (B)(6) 2022, 14:09, 14:18, 0.17, a. I-stat (B)(6) 2022, 14:09, 16:49, 0.00, a. I-stat (B)(6) 2022 , 16:25, 16:35, 0.00, b. I-stat (B)(6) 2022 , 16:25, 16:42, 0.00, b. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. (B)(6)

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 15-nov-2022. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ak (product complaint level 2 and level 3 investigation procedure). While returned cartridge testing did not meet the acceptance criterion for undetected errors (udts), a review concluded the electrical waveforms from returned cartridge testing udts are not consistent with those from the udt observed at fg. It is also not possible to confirm how the cartridges returned by the customer were handled and stored while outside of apoc control; therefore, no deficiency has been identified for ctni cartridge lot a22122.